Manufacturer narrative:
Analysis received the unit with intermittent button response due to a corroded keypad traces. There was no button error alarm or excessive no delivery noted. The unit passed prime, excessive no delivery, and displacement tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that they received button error alarm and no delivery alarms. The customer's blood glucose was unknown at the time of incident. The insulin pump will not be returned for analysis.